Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the device determined the power pcba was faulty. Due to age the device was not repaired and returned to the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The control panel was found to be faulty. The device could not be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.